Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clips crossed 3 times in a row on a vein and ended up tearing the vein. The lesion was sutured.